Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters mini trek rx global instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately tortuous, heavily calcified lesion in the left marginal of the circumflex coronary artery. An atherectomy catheter was used for pre-treatment of the lesion. A 2.00x15mm mini trek balloon dilatation catheter was advanced; however, the balloon ruptured during the first inflation at 10 atmospheres. The lesion was dilated with a non-abbott balloon catheter and the procedure was successfully completed with a deployed xience alpine. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.